Event description:
Clinical study. It was reported that 102 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.3x6mm, 70% stenosed lesion located in the mid left anterior descending artery (mid lad). The physician treated the target lesion with successful placement of a taxus liberte' 3.5x12mm drug eluting stent. The post-procedure, target lesion had 0% diameter stenosis. There were no reported complications. The pt was discharged the next day on aspirin and plavix. At 102 days after the implant procedure, the pt required a tvr for 70% focal in-stent restenosis in the target lesion. The physician treated the lesion with angioplasty balloon and placement of a bare metal janus stent. The post-treatment lesion had 0% diameter stenosis. In the opinion of the physician, the relationship of the tvr to the taxus liberte' stent is definitely. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.